Event description:
It was reported that sometime post chronic catheter placement, the patient experienced swelling and device allegedly tend to occlude. It was further reported that, the catheter was used using solubilizer. Reportedly, the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 9fr hickman d/l catheter was returned for evaluation. Gross visual, microscopic, tactile and functional testing were performed. The catheter was patent to both infusion and aspiration and no leaks were observed throughout both tests. Therefore the investigation is inconclusive for the reported obstruction of flow issue, as the exact circumstances at the time of the reported event cannot be verified, and the reported event could not be reproduced in the lab. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post a catheter placement, swelling was observed in the patient's neck. An ultrasound examination revealed no problems with the placement position of the catheter. The catheter tend to occlude easily, therefore, the catheter was used using solubilizer. After the catheter was removed, when the removed catheter was flushed, no leakage was observed. There was no reported patient injury.